Event description:
It was reported that the insulin pump had ramping numbers. The customer stated that she replaced the battery, the screen froze, and then the insulin pump alarmed button error. The blood glucose reading was unknown. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.